Manufacturer narrative:
An investigation was not possible because no product was send for it. For this reason, it is not possible for us to determine why the valve could not longer be adjusted. But it could be possible that any deposits of protein have been caused the valve´s malfunction. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc- therapy by shunt implants. However, we cannot finally clarify what influenced the valve condition, as this would require an examination of the device. We can exclude a defect at the time of release. The valve / shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that there was an issue with a progav shuntsytsem. On an unspecified date, the patient was implanted with the valve. Sometimes later, the patient presented to the hospital. The pressure cannot be adjusted. The patients have fissured brain or ventricle enlargement, headache, vomiting, and elevated cranial pressure. The shunt can only be removed with a second craniotomy and a new product implanted. The product has been contaminated and cannot be returned. Additional information was not provided.